Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicated that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the startup the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy check, eye tracker and fluence test without any issue. Fluence test was repeated twice and passed successfully on the third attempt. The logfile shows multiple patient successfully performed treatments. During preparation of treatment for patient's right eye the warning message patient bed position did not match with selected eye. It was not possible to see whether user corrected patient bed position or not in logfile. The treatment for the right eye was performed successfully without interruption. The user had not performed an energy check before this patient. No technical problem could be identified during logfile review. Based on the provided documents, no clinical evaluation in regards to the centering of the treatment could be made. Pre and post-operative topographies were required. The root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The patient underwent a second plano topo guided procedure on the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported ablations seem to be slightly decentered in the right eye. There are multiple related reports for this facility. This report addresses the patient wn's and other manufacturer reports will be filed.